Manufacturer narrative:
The actual date of event is unknown. Correction: unique device identifier (UDI)#, PMA / 510(k)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative root cause: the root cause for the reported issue of an failure to alarm 'air in line' was not determined because no products or device logs were returned.

Event description:
It was reported that the pump did not alarm 'air in line' when air was noted in the tubing. Patient reported shortness of breath and chest pain. CT chest was ordered. Symptoms resolved without intervention. Customer performed internal investigation and was unable to duplicate the error. Air in line alarmed in keep vein open (kvo) mode.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump did not alarm 'air in line' when air was noted in the tubing. Patient reported shortness of breath and chest pain. CT chest was ordered. Symptoms resolved without intervention. Customer performed internal investigation and was unable to duplicate the error. Air in line alarmed in keep vein open (kvo) mode.